Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information provided has been carefully analyzed. The available iegm confirmed the presence of noise on the rv channel which led to shock delivery. Furthermore the provided x-ray images were analyzed. Based on the available projections a looping of the rv lead cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of 22 months ventricular oversensing resulting in several inappropriate shocks was reported. On the x-ray it was very clear that the lead was looping in the patient. The lead was replaced but not returned to biotronik. Apart from the shocks no adverse patient side effects have been reported. The explant date was not provided.